Event description:
Health care professional (hcp) reports 3 blood leaks noted into the dialysate compartment during pt treatment. New disposables used to continue treatments without incident. Estimated blood loss of 150cc reported. Dialyzers preprocessed prior to these reports. Hcp reports no pt injury or need for medical intervention